Event description:
The following information was reported: (B)(6) male patient with a colostomy was admitted with abdominal distension to the (B)(6) hospital of (B)(6). The patient was initially intubated on (B)(6) 2013 and was extubated on (B)(6) 2013. Fifteen (15) minutes following extubation, the patient started having respiratory difficulty. A glide scope was used and the foam bumper of the anchorfast oral endotracheal tube holder was found in the trachea. The foam bumper was removed from the trachea and the patient was reintubated. The patient was in stable condition.

Manufacturer narrative:
Without the sample or lot number we are unable to evaluate the reported foam bumper separation from the device. Based on review of the post-market surveillance data, we have not had any previous report of the foam bumper in the trachea. We will continue to evaluate the performance of the anchorfast device in our post marketing surveillance system and will take any corrective or preventive action that appears warranted.